Event description:
A protégé everflex self-expanding stent was implanted in patient¿s leg on (B)(6) 2016. Patient contacted customer service to report that her leg was really bothering her.patient reported that she has a nickel allergy and reported pain in the leg in which stent was implanted. Patient reported that she feels her stent is ¿all clogged up¿, and her condition is affecting her daily life. Patient reported that she had gone to the ER, where she was advised to have another opinion by a different surgeon to have the stent removed. Patient reported she is waiting to see another doctor in a different state.

Manufacturer narrative:
Additional information: procedural notes were received, summarizing the timeline for patient condition: left sfa atherectomy carried out in 2012. Patient first visited implanting physician in 2014 and performed a left sfa atherectomy on (B)(6) 2014. Following failure of procedure in 2014, patient underwent a left sfa angioplasty and stent placement on (B)(6) 2016. (B)(6) 2017 - patient returned for follow-up visit for pad, and brought up nickel allergy. (B)(6) 2017 - consultation with dermatologist following post inflammatory hyperpigmentation secondary to arthropod reactions (lower legs) ¿ allergen test. Patient has no signs or symptoms of any allergic/contact dermatitis thus the need for allergy testing (to nickel or any other allergen) was not necessary. Patient to continue current topical steroid bid prn itching. ER visit due to pain in leg- ultrasound carried out. (B)(6) 2017: patient was seen by implanting physician as follow-up from ER leg pain in left leg. Patient reported extreme pain which can vary throughout the day. Physician reports that following recent intervention, the patient has had a progressive decline in ankle brachial indices on follow-up examination. Physician informed patient that the stent thrombosis was most likely due to progression of arterial disease. Physician recommended having an angiogram which was declined by patient. Patient¿s medical history. Aortography x2, cesarean section x3, hysterectomy. Brother (stroke), sister (cancer), mother (heart disease, heart attack, hypertension). Alcohol drinker (1-2 times per year). Former smoker (4 times per day). Heart and back problem patient¿s current medications: valium, aspirin prn for pain, hydrochlorothiazide-lisinopril, ibuprofen, atorvastatin, betamethasone topical, mupirocin topical. If information is provided in the future, a supplemental report will be issued.